Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had shoulder surgery on (B)(6) 2016 and the surgery was not device related. The patient turned stimulation off before the surgery. Right after the shoulder surgery, the device stopped working during the day, but when she lied down; she would feel a big rush of stimulation. The patient was in pain and miserable. The patient had also reported seeing a low battery icon on the patient programmer. She had been seeing the elective replacement indicator starting on (B)(6) 2016. She had shut stimulation off 2 days prior to the report for a test on her heart. The patient was able to bypass the informational elective replacement indicator screen; however, there was dissatisfaction with the longevity of the device. The patient was implanted on (B)(6) 2016 and did not use the device until (B)(6) 2016. She uses stimulation all day, every day at 8.5 volts. Additional information was received from the patient on (B)(6) 2016 which reported that she was seeing an elective replacement indicator screen. It was reviewed how to bypass the elective replacement indicator message and then the patient got a poor communication screen. When the patient synced again, she saw an end of service message. There was an allegation of dissatisfaction with the longevity of the device because she was told that the device would last 4-5 years. The patient had the stimulation up to 8.5 volts and then up to 10.5 volts.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received in a patient letter reporting that they had notified their health care professional (hcp). An appointment with the manufacturer representative at the hcp office occurred on (B)(6) 2016 where they determined that the implantable neurostimulator (ins) was dead and that they should call another hcp. The patient made an appointment with the other hcp for a surgery to replace the ins with a rechargeable ins. The ins replacement surgery was reported to be scheduled for (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.